Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 25-sep-2023. H.6. Investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations for customer samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation of the sample. Patient impact was not reported. The following information was provided by the initial reporter: poor barrier separation on 362791, lot # 2347011.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation of the sample. Patient impact was not reported. The following information was provided by the initial reporter: poor barrier separation on 362791, lot # 2347011.